Event description:
Infant born prematurely. Total parenteral nutrition (tpn) infusing at 2cc/hr through alaris pump. Throughout the evening gradual need for increased oxygen as well as ventilatory needs. Two episodes of hyperglycemia. At 0630 the bedside rn noted that the entire bag of tpn of 183cc was empty.

Event description:
Caller reported blood glucose results of 224 mg/dl, 221 mg/dl, and 108 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.